Manufacturer narrative:
The evaluation found the adhesive peeling off from the forceps cover at the distal end. Additionally, the customer's reported issue was confirmed as there was no image displayed due to defective connector. The scope passed the leak test and no signs of fluid invasion. Also, the bending section cover glue is cracked, the angulations are below specification and the control know movement has play/loose. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera ii ultrasound gastrovideoscope reportedly "lost picture during case". No patient injury or harm was reported. The scope was returned to the service center for evaluation and upon inspection and testing, the scope was found the adhesive peeling off from the forceps cover at the distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no definitive root cause could be established. The phenomenon did not appear to have been caused during the manufacture of the device - however, it is otherwise unknown when the reported condition occurred. Scratches were observed around the affected area - therefore, it is possible that external force was applied to the relevant part. The following verbiage is identified within the instruction manual, which may help identify the phenomenon (adhesive peeling) by inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.